Event description:
During a retrospective study of a multi-center pt record review for pt's previously implanted in (B)(6), it was indicated that the pt was noted as having a "chest infection" at the 1-year f/u visit, which was believed to be the cause of the predominant increase in seizures (tonic-clonic seizures) and change in seizure pattern noted. The pt's other seizure types (atonic seizures, clonic seizures and atypical absence seizures) were also noted as having an increase in frequency at this time. The MFR's programming history database was reviewed, which indicated that the pt's last known diagnostics were within normal limits. The device history records were reviewed and confirmed that the pt's device was sterilized prior to distribution. Good faith attempts have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the lead and generator prior to distribution.